Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited that image noise is occurring. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found that: the image noise was occurring. Based on historical data, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.